Event description:
On (B)(6) 2012, the patient had an occlusion form the ica to m1 distal. The patient did not have stenosis. The patient was administered before the procedure. The physician used the psc054, merci retrieval device and the psc041. The postoperative CT revealed no hemorrhage. The patient condition was improved.((B)(6)) on (B)(6) 2012, the patient decreased level of consciousness and had anisocoria. The physician confirmed a hemorrhage and performed hematoma evacuation by craniotomy procedure. On (B)(6) 2012, the patient left the hospital. ((B)(4)). This MDR is associated with MDR 3005168196-2012-00211.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.